Event description:
It was reported that the user experienced elevated blood glucose while using the ilet bionic pancreas after changing pump supplies, with a prior occlusion alert noted before the change and an active 250 alert on the ilet. The user reported consistent infusion site placement in an area with probable scar tissue and received troubleshooting and education on alternative insertion sites and the impact of scar tissue on insulin absorption; replacement supplies were arranged. Symptoms included hyperglycemia. Outcomes included no reported injury, no loss of therapy beyond transient hyperglycemia, and no hospitalization. Investigation included customer care review of device history and alarms, assessment of infusion site practices, and user education. Investigation of this case revealed no device malfunction reported and a likely contribution from infusion site scar tissue affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with suspected infusion site absorption issues. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.